Event description:
The reporter stated that the surgeon inserted a aq2003v 3 piece silicone lens. The lens tore during insertion into the eye. The lens was removed without enlarging the incision. No patient injury.